Event description:
Bed found with tag stated: "brake do not work at the head end of the bed." No injury alleged.

Manufacturer narrative:
Technician found the brake caster at head end of the bed would not lock. Adjusted brake caster to repair the issue.